Event description:
It was reported that noise was seen on the ventricular channel. The sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.